Event description:
It was reported that the filterwire was fractured. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During unpacking, it was noted that the wall of the filterwire was fractured and the internal guidewire was dislodged in the wire lumen. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Event description:
It was reported that the filterwire was fractured. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During unpacking, it was noted that the wall of the filterwire was fractured and the internal guidewire was dislodged in the wire lumen. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection was performed and it was observed the wire returned inside the delivery sheath, the retrieval sheath and a pouch of accessories returned to this complaint. The filter bag came back in undeployed state. The wire was exposed through sheath slit. The wire was observed bent at the spring tip section. The retrieval sheath was observed bent. The pouch of accessories not present open marks. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Microscope inspection was performed and under the microscope it was observed that the spring tip was bent and stretched. Functional inspection shows sheathing/unsheathing test could not be performed, because the wire was exposed through sheath slit.